Event description:
It was reported that during the procedure, after successfully positioning a large emboshield nav6 embolic protection filter and pre-dilating the lesion with a 4.0x30 viatrac balloon catheter, a 9tx30x136 xact self-expanding stent system was advanced via femoral access through an unspecified 8f guiding catheter past the very tortuous aorta and to the heavily calcified lesion in the non-tortuous internal carotid artery, however, the xact was unable to cross the lesion due to the heavy calcification. While withdrawing the xact system from the anatomy without resistance felt, the patient experienced a transient ischemic attack (tia), possibly due to air embolus. The target lesion was successfully treated via deployment of an acculink stent. The patient failed a neurological assessment as the right side of the face was noted to be drooping. The tia symptoms self-resolved minutes later; the patient passed the same subsequent neurological assessment with no adverse patient sequelae and no additional tia symptoms. Air embolus was unable to be confirmed, however, a CT scan confirmed that no stroke had occurred. The patient returned to baseline with no residual effects and was discharged the following day. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: unspecified 8f, embolic protection: large emboshield nav6. Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of air embolism and transient ischemic attack (tia) are known observed and potential patient effects as listed in the xact carotid stent system electronic instructions for use. Based on the reviewed information, no product deficiency was identified.